Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 2.1 & 2.2 was failed and required maintenance. The customer reported that they able to remove the medication from another station and there was no delay in the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 & 2.2 failed. The engineer then adjusted the rear chassis, reseated the row board cable connections, and tested the system in the hardware test application and confirmed that no further issues were found. The system functioned as intended after the field service engineer repaired the device.